Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all week, stim not feeling right. The patient is feeling zapping in body and brain. During the call, the patient connected handset and confirmed ins is on and settings have not changed. The patient was redirected to their healthcare provider to further address the issue.